Event description:
It was reported that there was an over infusion. Per reporter, the starting volume was 138ml, continuous infusion rate: 3ml/hour, reservoir volume: 10.1 ml on the pump settings and given: 138 ml. The amount of medication remaining in cassette matched the reservoir volume displayed on the pump. They did not attempt to withdraw the remaining medication in the reservoir to confirm because the bag was empty. The air detector was off, and the upstream sensor was on. The length of infusion intended: 46hours. Length of infusion (actual): 42.5hrs. They used a syringe as the line primed when the pump was not used. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.